Manufacturer narrative:
Medical product: therapy date: (B)(6) 2021. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Shell with multi holes porous 52 mm size ii for use with ii liners; catalog#: 00-8757-052-02; lot#: 643109985. Bone screw self-tapping 4.5 mm dia. 30 mm length; catalog#: 00-6250-045-30; lot#: j6983770. Bone screw self-tapping 4. 5 mm dia. 20 mm length; catalog#: 00-6250-045-20; lot#: 63551045. Bone screw self-tapping 4.5 mm dia. 25 mm length; catalog#: 00-6250-045-25; lot#: 63512690. Bioloxâ® option, head, xl, ã¸ 36/+7, taper 12/14; catalog#: 00-8777-036-04; lot#: 3047888. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was revised due to implant fracture.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Investigation and conclusion: 1. Event description: it was reported that the patient reported a squeaking noise from the implants but had no pain. The x-ray showed a titled liner. During the revision surgery, the liner was found to be fractured. Harm: s3 - noise leading to revision. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the visual examination shows the liner has fractured into at least three pieces, with the fracture going through the middle of the liner. On the outer surface of the liner that mates with the shell, there are scratches. Some of the scratches are circular, similar to a screw head shape. In the taper region the commonly observed seating pattern could not be seen. A head was also returned with surface scratches; however, no other damage was noted. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified the following deviations and/or anomalies: ncr (B)(4). Ncr(s): no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. 5. Conclusion: it was reported that the patient reported a squeaking noise from the implants but had no pain. The x-ray showed a titled liner. During the revision surgery, the liner was found to be fractured. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).